Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
Additional information was received from a health care provider (hcp) it was reported the reprogramming was performed to optimize the reduction of the patient's dysarthria symptoms while also preserving the battery's longevity. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical devices: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
A consumer reported their prior implantable neurostimulators (ins) did not last very long. The inss only lasted two years. The patient had the same settings as their prior inss with no changes and those inss lasted 4-5 years. The patient's indication for use is essential tremor. No cause, troubleshooting, or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.